Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient thinks they did a test and it affected their device as they had to shut it off. They keep trying to adjust stimulation, but it's only working on one side. When asked if they've had any falls or accidents, the patient said yes, but they didn't answer when asked to specify which one. The call center then asked the patient when, at which point, the patient asked if the call center was asking recently. The call center noted that the patient never answered a time frame or if they had a fall or were in an accident. The patient also said they had an EKG couple month ago because they were having chest pains. They thought that stimulation was on during the EKG. It was then explained that stimulation could affect an EKG reading if it was. When asked if that was what they were reporting, the patient said they didn't know. The caller was then asked if they've had a return of symptoms and they said they had a few incidents; one was the day prior to the call where they didn't make it to the bathroom in time. They added that they have bladder leakage, urge frequency, and some times retention. The patient didn't answer if they experienced those symptoms since the EKG. The caller then noted that they shut off stimulation a couple weeks ago. It was then explained to the patient that it made sense why they had an accident the day prior. They then noted that they don't intend on following up with an healthcare provider (hcp). The patient then said they had to go to the bathroom and disconnected. No further patient complications have been reported as a result of this event.